Event description:
It was reported that during a glossectomy procedure, the active blade on device broke off. The blade was found on the drape and did not fall into patient. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.